Event description:
During a sigmoid procedure, the device would not cut and would not coagulate that occurred although it had normally functioned before. No bip and no error code, apparently. They used another like device to completed the case. No patient consequence.